Event description:
A customer reported a cartridge alarm 6 on their pump, which recurred after loading a new cartridge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no extreme impact. In response, technical support decided to replace the pump and cartridge. The customer agreed to use multiple daily injections as backup therapy and was informed about the necessary steps and training to be completed before using the replacement pump. The customer acknowledged understanding the instructions and was guided on returning the malfunctioning pump to tandem.